Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last recharged their scs system in (B)(6) 2017. Reportedly, the scs ipg would no longer communicate with the charging system as well as the patient programmer displayed an error message indicating the device inoperable. Troubleshooting confirmed the issue. As a result, surgical intervention is scheduled as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model which resolved the issue.